Event description:
Caller reported an alarm 2 indicating an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. Tandem. Technical support provided additional education and assistance, the customer changed pump supplies and continued to use the pump for insulin therapy.